Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and cassette. The patient was unable to disconnect from the cycler. The patient needed to cut the line to disconnect. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection by the naked eye observed the dark blue female connector was separated from the light blue main body. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The transfer set was connected and disconnected using an in-lab patient connector by hand with no issues. The reported condition of connection issue was not duplicated. However, the condition of separation was verified. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.